Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed mid:14 (bg power supply) error message" was confirmed based on the event log review, but not confirmed during the functional testing. The ivtm system passed the testing and worked as intended. Upon visual inspection, noticed crack on the cover deck xp, damaged lid bumper, broken saline bag hook, damaged drip tray gasket and missing cover prime switch. These damages were unrelated to the reported complaint. In addition, observed modified and damaged p21 connector at pic-16 and power supply connectors and noticed that the caster was loose and p27 connected at wrong position on the blower pcb. The possible cause for the physical damage could be due to normal wear and tear of the ivtm system or could be due to the damage sustained by user mishandling. The thermogard xp ivtm system was manufactured in january 2013 and is 7 years old, past the expected service life of 5 years. The thermogard xp ivtm system passed the functional testing without any fault or error. The event log review showed occurrence of multiple mid:14 (bg power supply) error message on the reported complaint date. Further review of the event log showed occurrence of multiple mid:16 (software) error message, which is unrelated to the reported complaint. Damaged, modified and bad connections from power supply p21 to pic-16, j21 connectors and dc voltage from power supply to pic-16 may be interrupted at this connection. These damages caused the ivtm system to display mid:14 and software reset mid:16 errors. Upon customer approval, the defective parts will be replaced and the ivtm system will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed mid:14 (bg power supply) error message. No further information was provided. No known impact or consequence to patient information was provided.